Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the pc units' keypads had unresponsive power buttons during a code. The event occurred in the emergency department (ed). Although requested, no additional information was provided.